Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The black box shows a rewind followed by loss of prime on (B)(6) 2014 16:39. Deliveries resumed at 19:06. Alarm history shows typical usage alarms. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate reported complaint. The battery compartment is cracked from the threads to the bumper pad. Returned battery cap is able to attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 500mg/dl with frequent urination and atypical thirst. The patient did not receive treatment above and beyond the routine care of diabetes management. Customer support (cs) reviewed settings and all settings are correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.